Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e102 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned or is expected to be returned to olympus for evaluation. The customer asked if the bulb could be removed and reinstalled. The user facility is using a thermal compound and it was suggested they allow for the bulb to cool down, uninstall and reinstall again. This action is not likely to remediate the issue. The customer was advised to send in the device for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii xenon light source displayed an e102 light source error code. The facility replaced the lamp, and the error is still present. There was no report of patient harm associated with this event.